Event description:
Us customer contacted cepheid to discuss a discrepant result with xpert xpress cov-2/flu/rsv plus for two patients. A sample was collected from patient 1 on (B)(6)2024 and processed per the package insert. Sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative. Samples are tested within 5 minutes of collection. This result was reported to the physician. A second sample was collected from patient 1 on (B)(6)2024 and was collected in the rapid antigen kit's collection device. This resulted in flu a negative, flu b negative. The customer did not provide the collection device brand. This result was reported to the physician. There was no known harm to the patient and the patient was not symptomatic. It is unknown why the patient was initially tested. Customer tested patient due to dual positive. Patient 2 presented with a slight fever. Sample 1 was collected from patient 2 on (B)(6)2024 and processed per the package insert. Sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative. Samples are tested within 5 minutes of collection. This result was reported to the physician. The same specimen was sent to corelab that day ((B)(6)2024) and tested on respiratory viral panel (rvp) which detected parainfluenza, flu a/b negative. This result was reported to the physician. Patient was treated for parainfluenza. There was no known harm, injury or deterioration in health reported to either patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result with xpert xpress cov-2/flu/rsv plus for two patients. A sample was collected from patient 1 on (B)(6)2024 and processed per the package insert. Sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative. Samples are tested within 5 minutes of collection. This result was reported to the physician. A second sample was collected from patient 1 on (B)(6)2024 and was collected in the rapid antigen kit's collection device. This resulted in flu a negative, flu b negative. The customer did not provide the collection device brand. This result was reported to the physician. There was no known harm to the patient and the patient was not symptomatic. It is unknown why the patient was initially tested. Customer tested patient due to dual positive. Patient 2 presented with a slight fever. Sample 1 was collected from patient 2 on (B)(6)2024 and processed per the package insert. Sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative. Samples are tested within 5 minutes of collection. This result was reported to the physician. The same specimen was sent to corelab that day ((B)(6)2024) and tested on respiratory viral panel (rvp) which detected parainfluenza, flu a/b negative. This result was reported to the physician. Patient was treated for parainfluenza. There was no known harm, injury or deterioration in health reported to either patient. Review of patient 1 and patient 2 test results both show flua and flub detected all with moderate to late cycle threshold values. For both patient runs, flua1 was detected only. Internal controls appear normal. For patient 1, discrepant result is with antigen test, which was negative for both targets. Antigen testing is less sensitive than rt-pcr methods and based on the CT values, it is likely that the viral rna concentration present in the sample is at or below the limit of detection of the antigen test. For patient 2, discrepant result is with another molecular rvp test, which detected piv but not flua or flub. Given the late CT values observed for this patients' test, it suggests that viral rna is at or below the limit of detection and this can be further confounded by differences between the limit of detection between the two devices. With all of this being said, overall, there is suspicion of carryover/contamination as evidenced by the blank sample run on (B)(6), which showed late/weak amplification of flub and some suggestion of flua amplification by slightly elevated fluorescence signal in both flua1 and flua2 channels, even though neither of these was sufficient to meet the test's positivity criteria. Therefore, a likely root cause is inconclusive, and it is suggested to do a thorough cleaning of the instrument, location of sample set up, any high touch surfaces, ensure technicians are adhering to proper molecular techniques for performing pcr testing and to repeat negative qc after the cleaning. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.